Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Reportedly, customer loaded a new cartridge to resolve the issue. The customer's blood glucose (bg) level was displayed as "high", although a specific value was not provided. Customer addressed their bg with a manual injection. It was reported that damage to the pump housing caused difficulty loading cartridges. Reportedly, the customer reverted to an alternate method of insulin therapy.